Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 transmitter with the serial number (B)(6). It was determined that the signal loss was related to the mobile application. However, data for the g7 wearable with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.